Event description:
It was reported to boston scientific corporation that a hydrajagwire guidewire was used during a procedure to remove bile duct stone(s) performed on (B)(6), 2010. According to the complainant, after the procedure was completed, the physician noticed that the distal end of the hydrophilic coating of the guidewire peeled off. Additional information revealed that the physician did not face resistance advancing the guidewire and no part of the coating fell into the patient. The procedure was completed with the subject hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The visual inspection during analysis reveals slicing of the polytetrafluoroethylene (ptfe) jacket beginning at approximately 105 cm measuring from the jag end and extending through the length of the wire. The sliced ptfe jacket exposed the corewire at approximately 205 cm through 299 cm from the jag end. The damaged ptfe jacket is along the entire length of the wire with only approximately 38 cm of non damaged ptfe jacket noted. The outside diameter is within specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable cause of failure based on the analysis of the wire performed is attributed to "caused by other device". Although another device was not mentioned in the event description there is evidence of another device causing the sliced condition of the wire along its entire length. The slicing of the ptfe jacket indicates that the wire came into contact with a sharp tool or object that caused the peeling of the ptfe jacket. There were no anomalies found with the wire that may have caused or contributed to the reported event. The directions for use (dfu) were reviewed due to the possibility of the device being used outside the parameters of the instructions. The dfu states in the: "preparation technique prior to use, carefully examine the unit to verify that the sterile package or product has not been damaged in the shipment. Caution: do not wipe guidewire with dry gauze. Directions for use - remove the guidewire from protective hoop. Save the hoop to store the guidewire if it will be used again during the same procedure. Dip either the 5 cm or 10 cm tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. Prior to use, inspect the guidewire before using for the following: roughness or abrasion at the tip kinking along the length of the guidewire. Furthermore, the dfu cautions: "do not use the guidewire if any defect is found during inspection. Please return any defective product to bsc for replacement."

Event description:
It was reported to boston scientific corporation that a hydrajagwire guidewire was used during a procedure to remove bile duct stone(s) performed on (B)(6), 2010. According to the complainant, after the procedure was completed, the physician noticed that the distal end of the hydrophilic coating of the guidewire peeled off. Additional information revealed that the physician did not face resistance advancing the guidewire and no part of the coating fell into the patient. The procedure was completed with the subject hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.